Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected increasing right ventricular (rv) lead pacing impedance measurements over the past year. Current measurements are greater than 2,000 ohms. There was also evidence of oversensed noised on the right atrial (ra) lead resulting in pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. The noise had varying amplitudes and boston scientific technical services (ts) suspected possible insulation damage with lead chatter. Ts recommended isometrics and pocket manipulation along with an x-ray. The isometrics and pocket manipulation were performed but not the x-ray. The impedances remained greater than 2,000 ohms throughout troubleshooting. The patient has been referred for a system explant at another account. The patient will be remotely followed on a weekly basis until the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information were unsuccessful as the account was unwilling to provide additional information.